Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels were provided. The customer reported a button error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces, no button error alarm observed during testing. Cracks to the case and reservoir tube lip noted.